Event description:
Additional information was received from a consumer and a hcp. It was reported the patient developed bacterial meningitis. They were receiving morphine and two other medications via the pump at the time of the infection. The pump was removed in early (B)(6) 2015. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication. On (B)(6) 2015, the patient experienced excruciating pain. The consumer stated"you'd think if it works on the tumor, it would work on his back.". They're "thinking the pain pump is not working properly." On (B)(6) 2015, the patient presented to the emergency room (ER) and was given a shot and it helped. On (B)(6) 2015, the patient woke up that morning with the same pain again. The pump was not alarming. The patient called their healthcare provider (hcp), but since the patient is in (B)(6), the hcp could not do anything. Additional information has been requested regarding the patient's identifying information and if they saw an hcp regarding the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.